Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer failure occurred in which the system indicated the drawer failed to close, and the drawer would not reopen during recovery attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the identified that drawers 2 1 and 2 2 were failing, indicating an open status but not opening fully. A field service engineer (fse) found the damaged retractor bands with loosened cables and wear against the slide rails. The fse replaced both retractor bands, confirming proper operation through diagnostics and application testing. The station battery was replaced, and the lumidigm biometric identifier patch was applied. Normal operation was verified. The system functioned as intended after field service engineer repaired the device.